Event description:
The customer stated, she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 208 mg/dl. The customer refused to do any troubleshooting during the phone call. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.